Manufacturer narrative:
(B)(4) a complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned.

Event description:
Patient underwent revision posterior lumbar interbody fusion (plif) surgery on (B)(6) 2017. The patient had bad bone quality and the l4 screws pulled out. Primary implant date (B)(6) 2017.